Manufacturer narrative:
Device evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. Not all components of the rapidcross dilatation catheter were received. Upon visual examination, the majority of the balloon chamber material, approximately 160mm of inner guidewire lumen including the distal tip, and four radiopaque markers were not returned for evaluation. The separation of the balloon chamber material occurred in the region of the balloon chamber¿s proximal cone. The guidewire lumen proximal port was examined: no signs of guidewire prolapse are present. The proximal balloon bond is present. The proximal balloon separation face exhibits circumferential radial tearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a rapidcross with a 6fr 90cm destination sheath and .014 300cm guidewire for treatment of a moderately calcified lesion with little degree of tortuosity in the distal superficial femoral artery. Lesion exhibited 40% stenosis. Patient had a bi aortic iliac bypass graft. The device was prepped as per IFU without any issues identified. The balloon burst following second inflation at an inflation pressure of 10 atm¿s. The physician attempted to snare it (using a gooseneck snare) but the device wasn¿t long enough because of access in the right brachial artery. When the physician tried to remove the burst balloon through the sheath, it got caught on the wire and the sheath resulting in the distal tip breaking off. Physician also attempted to retrieve it using the basket on a 7mm spider. Surgery was required to retrieve the tip of the balloon which remained in the graft which was completed the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.